Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept getting battery out. They had to put in a new battery at 5 am. They were getting a message that it had less than 30 minutes of battery life. Their blood glucose level during the incident was unknown. They checked the alarm history and found a power lost alarm at 4:54 am. The customer stated that the battery was not out the insulin pump for more than 10 minutes. The customer also reported that the different batteries from different pack had all died in less than 24 hours. After troubleshooting was performed the customer was advised that the insulin pump be replaced. The deice had been returned for analysis.